Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on february 09, 2012. The lm reported that the most probable cause for the reported event is as follows: in this case, it is presumed that due to the handling of the user, unexpected stress was applied to the camera head and the ccd unit broke down, resulting in no image output. No image (ccd unit failure). Regarding the handling of the equipment, the instruction manual has the following description. As a result, may be prevented. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "shadow lines on the screen" was confirmed due to a faulty charge-coupled device (ccd). In addition, a minor kink was noted in the unit¿s cable but not affecting the functionality. The exact cause of the ccd failure could not be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly

Event description:
The service center was informed that during reprocessing, a grainy image was observed on the video system display. There was no patient involvement.